Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device was dropped and the case separated, consistent with hardware damage involving the screen bezel and enclosure, and a replacement device was provided. Symptoms included no changes to blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included review of device history and logistics, with instructions to sync data, shut down the device, and return it for evaluation. Investigation of this case revealed physical damage to the device housing consistent with accidental impact, with no evidence of functional malfunction or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.